Event description:
It was reported that during implant attempt the helix would not engage the tissue after several attempts in different locations. Patient has had a previous surgery in which the atrial appendage was removed. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that blood was in/on the helix mechanism.